Event description:
It was reported that prior to the start of a da vinci-assisted adrenalectomy surgical procedure, the customer encountered errors on the integrated electrosurgical unit (iesu) [erbe] when it was powered on. The activation was interrupted with a c-00 error. The customer power cycled the erbe multiple times but the issue remained, they then stated that the vision side cart would be replaced with a backup for the case. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported problem was able to be confirmed using artemis; error c-33 was found. Upon visual inspection there was an issue found that would be related to the reported event. The front grey bezel had scratches and scuffs. The erbe was tested using the system, the unit display error c-33 on start; erbe error log showed c-00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the integrated electrosurgical unit (iesu) [erbe]. This issue can be resolved by replacing the part.